Event description:
Additional information provided by the customer occurred during (middle) a diagnostic robotic-assisted navigational bronchoscopy with endobronchial ultrasound (ebus), and there were no reports of patient harm associated. There was a reported 5 minute delay and the procedure was completed with the same device, without any complications.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: b5 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the intermittent image occurred due to using a non-olympus serial digital interface (sdi) cable. The event can be detected/prevented by following the instructions for use which state: chapter 3 installation and connection. Use appropriate cables only. Otherwise, equipment damage or malfunction can result. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer sent a picture of the cable setup, and it was noted that one cable that was a non-olympus cable. The customer was asked to replace the cable which resolved the issue. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the video system center had a flickering image. It is unknown when the issue was observed, and there were no reports of patient harm associated.